Event description:
Additional information received identified that patient underwent surgical intervention wherein, the leads were explanted and replaced, and the ipg was relocated. Effective therapy was restored post operatively.

Manufacturer narrative:
Corrected data: d2a - common device name. A patient experienced autoreducing/ high impedance was reported to abbott. It was also determined the patient had discomfort at the ipg site. As a result, the leads were explanted and replaced, and the ipg was relocated. Effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated

Event description:
It was reported that patient may undergo surgical intervention to reposition the ipg pocket. Additional information is pending.